Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled and device data failed to load and the transmission was stuck in new transmissions. Technical services (ts) discussed that this was a false positive explant indicator related to a software update. This device remains in service. No adverse patient effects were reported.